Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and a mesh was implanted concurrently with tvh, paravaginal repair, sacrospinous bilateral ligament fixation and posterior repair due to pop, and procidentia of the uterine cervix, bilateral paravaginal defect, complete cystocele, complete rectocele, grade iii enterocele and mixed sui.

Manufacturer narrative:
Additional information: it was reported that following insertion the patient experienced urinary/bowel problems. No additional information was provided.(B)(4).